Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-13009. It was reported that during a procedure to implant leads for a drg trial, the patient reported experiencing pain and discomfort in the lower left leg. Pain became worse as physician attempted to place the lead due to the patient moving and being unable to remain in place. Procedure was abandoned as physician felt it unsafe to continue. Postoperatively, the patient reported no ongoing pain.